Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported thrombus cannot be determined. The reported image resolution poor is due to the patient anatomy. Additionally, the reported patient effect of thrombus is listed in the instructions for use, and is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional mitraclip ntw referenced in b5 is filed under a separate medwatch report number.

Event description:
This is filed to report thrombosis. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 4 on a patient with cor triatriatum sinistrum, with short and tethered posterior leaflets. A mitraclip ntw (30215r1074) was inserted into the guide and crossed the septum, but while repositioning the guide, a clot was observed. The clip was removed from the patient. The clot had been very small and had come out when the clip was removed. Another mitraclip ntw (30215r1075) was used, but difficulties grasping the leaflets occurred. After several attempts to grasp the leaflets, the clip was removed from the patient. Secondary chordal rupture occurred. Difficulties visualizing the clip during the procedure occurred. No clips were implanted, and the procedure was aborted. The mr remained at grade 4. There was no clinically significant delay in the procedure. No additional information was provided.